Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the scope communication error could not be identified. There were no abnormalities found that would lead to the phenomenon. The following description regarding the damage was found in (rev 6) of the contents of the instruction manual, states the phenomenon can be prevented by the following: "¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus." "¿ do not twist or bend the bending section with your hands. Equipment damage may result." "¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." "¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged." "¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, however was ok after aeration. In addition to the reportable findings documented in b5, non-reportable findings are as follows; image had a stain/ dark shadow; image had 1 full broken element; control body had corrosion; light guide tube had a deep dent near the scope cover; control body and ultrasound medical connector had fluid- dry, and the ultrasound electric insulator was not okay after aeration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a scope communication error. The issue was found during preparation for use. There were no reports of patient harm.